Manufacturer narrative:
This product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
Upon removing the neuron catheter from the packaging, a kink in the distal tip was noticed. Product was placed back into the packaging and a new neuron was removed from inventory. Three other neurons were discovered to have a kink in the same location. There was no visual damage to the outer packaging (box). One catheter in the non opened packaging is being returned for inspection. The other catheters were removed from packaging but from handling caused many kinks in the shaft. Please focus on the distal ends only. This MDR is associated with MDR 3005168196-2010-00313, MDR 3005168196-2010-00630, and MDR 3005168196-2010-00631.